Manufacturer narrative:
Additional information: e1 (initial reporter phone, initial reporter email) . Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that a section of the wire anchor, including the cutting wire, was dislodged from the working length and the other section of the wire anchor remains attached, consistent to the findings when the device was observed under magnification. The working length was twisted and the distal tip was slightly bent. The device was observed under magnification and the distal pierced hole and a section of the distal tip were torn. Additionally, the distal tip was slightly bent with stretched marks observed on the bent section. The dimensional inspection and functional evaluation were not performed due to the condition of the wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and dislodged from the catheter including the wire anchor. The working length was also found twisted. Based on the condition of the device, the problem found could have been caused due to manipulation of the device, including factors encountered during the procedure, the interaction with another device and/or the manner as the device was handled. Additionally, the working length was torn and the distal tip was slightly bent with some stretched marks on this specific section. These conditions could have been generated due to excessive force applied to the device during its use. Based on all gathered information, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 44 broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 44 broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.